Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's battery site was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated to the other side of the body. No device malfunction was suspected. The patient was doing well postoperatively.